Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found chipped top case corners and a cracked bottom and right plunger case. A review of the event history log found a force sensor test error. During the functional testing, a force sensor test error was found during the power up process. The force value would fluctuate randomly with no pressure applied. The root cause was found to be that the force sensor cable was partially disconnected from the plunger board. It was unable to be determined how the cable became disconnected as the tamper seals were not broken or removed. The force sensor cable was then plugged fully back into the plunger board. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that there was a system failure; force sensor test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.